Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, it was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected field: - e (initial reporter) the initial reporter was corrected to the physician related to this complaint upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.